Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found; full lead analyzed. Blood/body fluid present in the proximal conductor and the outer insulation was found breached cut; apparent explant damage. (B)(4) no anomalies found; full lead analyzed. Blood/body fluid present in all conductors.

Event description:
It was reported the patient had diaphragmatic stimulation at capture threshold post operatively. It was also reported there was a sudden rise in threshold. Reprogramming was unsuccessful. Repositioning of the left ventricular (lv) lead was necessary but unsuccessful. It was also reported the pacing thresholds were greater than diaphragmatic stimulation threshold. Another lv lead was attempted but not used due to the pacing thresholds also greater than diaphragmatic stimulation threshold. The lv lead was replaced with an epicardial lead. No patient complications have been reported as a result of this event.